Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-sep-2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with a date of birth of (B)(6) 1966 (148 kgs) patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered ventricular fibrillation and cardiac arrest requiring CPR and cardioversion. It was reported that the patients pressure dropped and the heart rhythm went into vf after a cardioversion was performed to convert the atrial flutter. CPR was started. Pressure returned and the patient was stable at the time of the call. An echo was ordered to assess for a pericardial effusion. Additional information was received: this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient condition. CPR and cardioversion were the provided interventions. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event, consulted for open heart. Relevant tests/laboratory data includes: patient needed a triple bypass.